Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email of low battery alarm and priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump will reject a new battery every 4-5 battery changes. The customer mentioned diminished battery life. The customer stated that the pump does not rewind and he had to prime more than once per prime. The customer declined to speak with 24 hour helpline.